Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex st100 set during continuous renal replacement therapy, described as "a segment of the drainage pump had become detached". There was no report of patient injury or medical intervention associated with this event. No additional information is available.